Event description:
It was reported, the electrical cord emitted a spark.

Manufacturer narrative:
It was reported, the electrical cord emitted a spark. Examination of the cord revealed a break at the entrance to the strain relief area near the switch. The broken area, as well as other sections of the cord, appeared to have been either chewed by an animal or caught and compressed several times in something sharp. We concluded that this report was attributable to damage caused by an external source.